Event description:
It was reported that during the implant procedure, high, out of range, high voltage lead impedance noted. After completion of device programming all test values were normal. The patient was stable after the procedure.